Event description:
Pt reports several medical complications post drug delivery system implant. Pt symptoms include: itching to the point of open wounds, high blood pressure, and heart problems. Pt states their heart dr wants the pump removed. The drug used in the pump is morphine. Add'l info has been requested from the pt's hcp, but was not available at the time of this report.